Event description:
On (B)(6) 2012, it was reported that the menu and check buttons on the pt's infusion device are not functioning. The pt experienced elevated blood glucose levels for a day, without explanation. The pt has lost trust in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.